Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced autoimmune disorder ("autoimmune issue"), anxiety ("anxiety"), depression ("depression"), seizure ("seizure"), headache ("headaches"), nervous system disorder ("central nervous system issue"), insomnia ("insomnia"), ovarian cyst ("ovarian cyst") and post procedural complication ("post surgery complication") and underwent medical device removal (seriousness criteria medically important and intervention required). The patient was treated with surgery (total hysterectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered anxiety, autoimmune disorder, depression, headache, insomnia, medical device removal, nervous system disorder, ovarian cyst, post procedural complication and seizure to be related to essure administration. The reporter commented: essure start and stop date provided as : 4-jul-1905 and 13-jul-1905 respectively. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced autoimmune disorder ("autoimmune issue"), anxiety ("anxiety"), depression ("depression"), seizure ("seizure"), headache ("headaches"), nervous system disorder ("central nervous system issue"), insomnia ("insomnia"), ovarian cyst ("ovarian cyst") and post procedural complication ("post surgery complication"). The patient was treated with surgery (total hysterectomy). Essure was removed. At the time of the report, the medical device removal, autoimmune disorder, anxiety, depression, seizure, headache, nervous system disorder, insomnia, ovarian cyst and post procedural complication outcome was unknown. The reporter considered anxiety, autoimmune disorder, depression, headache, insomnia, medical device removal, nervous system disorder, ovarian cyst, post procedural complication and seizure to be related to essure. The reporter commented: essure start and stop date provided as : (B)(6) 1905 and (B)(6) 1905 respectively (inconsistent information). Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 7-jul-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.